Event description:
On (B)(6) 2015, the reporter contacted lifescan USA, alleging inaccurately low control solution results. The reporter obtained control solution readings between "106-108mg/dl" on the subject meter (onetouch ping). This falls out with the control solution range of "109-146mg/dl" for this strip lot. This complaint is being reported because the reported results did not meet lifescan¿s accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 - 4/20/2015 device evaluation. The lay user/patients test strips have been returned on 2/6/2015 and further evaluated by lifescan product analysis on 4/7/2015 with the following findings:the test strips passed all testing with no faults found. The test strips were tested and the primary complaint was not confirmed. The control solution have also been returned to lfs; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 2: the lay user/patients control solution have been returned and evaluated by lifescan product analysis with the following findings: the control solution passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.